Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level exceeded 500 mg/dl. The customer required assistance from the school nurse to administer a manual insulin injection to address the bg level. Customer changed the infusion set and cartridge before resuming insulin, leading to case closure.